Event description:
It was reported that the physician tried to connect the catheter to the reservoir during implantation, and the catheter would not connect.

Manufacturer narrative:
The upper edge of the snap is deformed. This damage prevented the snap from fitting into the reservoir base. It is undetermined how or when the damage occurred. A review of the manufacturing records showed no anomalies.